Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse initiated a diprivan drip at 1255 to infuse at 23ml/hour. At 1329, the nurse found the infusion "running wide open" and the diprivan bottle was empty while the pump was not alarming. There was no report of patient harm.

Event description:
The customer reported that the nurse initiated a primary infusion of diprivan 100mg/100ml bottle at 1255 to infuse at 23ml/hour. At 1329, the nurse found the infusion "running wide open" and the diprivan bottle was empty while the pump was not alarming. The patient experienced a drop in blood pressure for approximately 30 minutes. There was no report of lasting harm.

Event description:
The customer reported that the nurse initiated a primary infusion of diprivan 100mg/100ml bottle at 1255 to infuse at 23ml/hour. At 1329, the nurse found the infusion "running wide open" and the diprivan bottle was empty while the pump was not alarming. The patient experienced a drop in blood pressure for approximately 30 minutes. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed. The pcu event log showed that on (B)(6) 2018 at 12:49 pm an infusion of propofol was restored at 50 mcg/kg/min. The device alarmed for air in line at 1:26 pm, followed by a flow stop open alarm. The user changed the vtbi to 80ml and started the infusion, followed by an alarm for infusor door open. At 1:31 pm a concomitant pump module was programmed for propofol at 40 mcg/kg/min but then immediately turned off. The suspect device alarmed for check IV set then for flow stop open. The infusion was restarted. At 1:33 pm the dose was changed to 20 mcg/kg/min, and at 2:48 pm changed to 40 mcg/kg/min. At 3:00 pm, the device was channeled off. The calculated total volume infused was 25.457ml. Testing of the administration set showed leaking from the vent. Testing of the suspect module found the device operating within specification with no periods of unregulated flow. Inspection of the pumping mechanism showed no irregularities. The root cause of the reported event was not identified.

Manufacturer narrative:
The customer¿s experience with an infusion of diprivan that was found running wide open and the bottle empty while the pump was alarming was not confirmed. The pcu event log identified an infusion of drug ID 256 (propofol) on (B)(6) 2018 at 12:49 pm. The log shows the source device alarms for ¿air in line¿ at 1:26 pm and is followed by a ¿flow stop open alarm¿. The user then selects the source device and adds an additional 80ml and starts the infusion. The pcu log showed the source device alarms for ¿infusor door open¿. The user then selects and programs pump module s/n 13781312 for an infusion of drug ID 256 (propofol). The source lvp alarms for ¿check IV set¿. The user then channels off pump module s/n (B)(4). The log shows the source lvp alarms for a ¿flow stop open. The source device is then restarted and infusion continues. The log shows that there were 2 does changes made for 20 and 40 mcg/kg/min. At 3:00 pm, the source device is then channeled off. The calculated total volume infused is 25.457ml. Testing performed on the returned 2420-0007 administration set found leaking from the vent. There were no other anomalies observed. Testing performed on the source pump module found the device operating in specification. An inspection of the pumping mechanism was performed and there were no irregularities. It is possible that the nurse found the propofol bottle empty and assumed an unregulated flow event. The empty bottle could be the result of the fluid leaking from the vent. However there was no report of fluid on the floor or on the device. A review of the device history record in sap for sn 13780531 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the nurse initiated a primary infusion of diprivan 100mg/100ml bottle at 1255 to infuse at 23ml/hour. At 1329, the nurse found the infusion "running wide open" and the diprivan bottle was empty while the pump was not alarming. The patient experienced a drop in blood pressure for approximately 30 minutes. There was no report of lasting harm.

Event description:
The customer reported that the nurse initiated a primary infusion of diprivan 100mg/100ml bottle at 1255 to infuse at 23ml/hour. At 1329, the nurse found the infusion "running wide open" and the diprivan bottle was empty while the pump was not alarming. The patient experienced a drop in blood pressure for approximately 30 minutes. There was no report of lasting harm.